Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were hard to press and the keypad rubber was coming off exposing the wiring. The reporter stated that it was unknown how long the pump had the issue. The reporter indicated that the patient wore the pump in a pump case attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad cover was found to be completely removed. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the down arrow and contrast keypad buttons were intermittently responsive. There was evidence of contamination found under the key contacts.